Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a scheduled procedure. Prior to surgery, interrogation of the system revealed the left ventricular lead was failing to capture and had high capture thresholds. The lead was explanted and replaced. The patient was stable.